Manufacturer narrative:
B3 date of event - estimated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, three (3) fibers were used for this procedure and one of the fibers broke. There were no patient complications. This complaint is for the broken fiber.